Event description:
It was reported that on (B)(6) 2010 a xience v stent was implanted in a heavily calcified, distal, circumflex artery without difficulties. The distal circumflex artery was 99% stenosed pre-procedure and 0% post-procedure. On (B)(6) 2011, approximately 8 months post implantation, the patient was hospitalized, an electrocardiogram was done revealing no new myocardial infarction, re-stenosis was noted, and a percutaneous coronary intervention (pci) procedure was done on the target lesion/target vessel. On (B)(6) 2011 the cardiac enzyme results were within normal range. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Overall, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.